Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h13a14079, h12l15042 and h12l06025 and no exceptions were observed that were related to the reported condition. Should relevant additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Should relevant additional information become available, a follow-up report will be submitted. This is the same patient as (B)(4).

Event description:
It was reported that a patient experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis (pd). Therapies were ongoing. The patient also experienced low blood pressure. It was unknown what caused the peritonitis. Treatment rendered was not reported. On a later date, the patient was discharged from the hospital. The outcome of the low blood pressure was not reported. At the time of this report, the patient had not yet recovered from the peritonitis. This is report 1 of 3 involved in this peritonitis event.